Manufacturer narrative:
Biomérieux conducted an internal investigation: the analysis of the batch history records showed no anomaly during the control for these three (3) batches. No CAPA nor non-conformity is linked to the customer complaints regarding vidas® hstni parameter (ref (B)(4)). The samples returned were further evaluated by the r&d department. During this investigation, an interference was highlighted on the samples returned by the customer. The nature of this interference has not been identified and would be different from the typical encountered (heterophilic antibodies, rhumatoid factors, anti-troponin autoantibodies). The lack of additional? Samples did not allow biomérieux to pursue further investigation. Potential interferences with hstni reagents leading to false positive results in the field have already been described through many publications and concerned different assays in the market. The vidas® hstni kit is up to date regarding false positive results of similar interferences that were described in numerous publications and found in competing techniques. As a reminder, in the instructions for use-limitations of the method section, it's written that "interference may be encountered with certain samples containing antibodies directed against reagent components. For this reason, assay results should be interpreted taking into consideration the patient's clinical history, and the results of any other tests performed." The vidas® hstni lot 1005302910/180126-0, is within current acceptance criteria.

Event description:
A customer in (B)(6) reported to biomérieux that they have observed non-repeatable falsely over estimated results when using vidas® hs troponin I (reference (B)(4)). The customer reported the patient sample was taken at the patient's home on (B)(6) 2017. The sample was sent to the laboratory the same date. The result of the test was (B)(6) (129.3 ng/l). A second test of the same sample was conducted approximately an hour later and the result was (B)(6) (112.5 ng/l). The result was transmitted to the physician. Following the result, the patient was sent to the emergency department at the hospital where a coronary angiography was performed. The test concluded that the patient was not suffering from a myocardial infarction. A troponin test on vista siemens was performed at the hospital and the result was negative. The bnp was also tested and has also been found negative (confirmatory technique : vista siemens). An internal biomérieux investigation will be initiated.